Event description:
The article, "a new perspective on aortic pressure for transcatheter closure of patent ductus arteriosus in the pediatric population", was reviewed. The article presented a retrospective, single center study to analyze the influence of patent ductus arteriosus (pda). Closure on the difference of the aortic pressures proximal versus distal to the shunt. The device included in the study was amplatzer duct occluder ii. The article concluded that simple pressure measurements may help to understand the hemodynamic changes during pda closure. Restoration of physiological pressure in the distal and proximal aorta was observed in most patients but not all. Further studies are needed to better understand the hemodynamics during pda closure. [The primary and corresponding author was oksana trebacz, department of pediatrics and pediatric gastroenterology with pediatric cardiology, subdivision, st. Jadwiga the queen clinical regional hospital no. 2, lwowska 60, 35¿301 rzeszow, poland, with corresponding email: oksanatrebacz@gmail.com] the time frame of the study was from february 2022 to may 2023. A total of 50 patients were included in the study, of which all received an abbott device. The average age was 3.86 years and the majority gender was female. Comorbidities included patent ductus arteriosus and systolic ejection murmur.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: a new perspective on aortic pressure for transcatheter closure of patent ductus arteriosus in the pediatric population summarized patient outcomes/complications of amplatzer duct occluder procedure were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus and systolic ejection murmur. Some of the complications reported were high blood pressure, obstruction (protrusion of occluder into the aortic lumen); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.